Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) have not been recovered from the hospital for investigation. Device evaluation included a review of the available downloaded software flag files on the day of the event. The review of the available software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The available software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: 03/17/2014; electrode belt: 08/08/2012. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no treatment event prior to 01:46:07pm on (B)(6) 2014. Since the device has not been downloaded or returned for investigation since then and a treatment event cannot be definitively confirmed, the event is being reported out of an abundance of caution. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable event was discovered. A patient's nurse reported that the patient was treated in the hospital the afternoon of (B)(6) 2014 and that the event was likely inappropriate. The exact time of the event is unknown. Following the event, the lifevest was removed from the patient and the patient ended use. After device removal in the hospital, the equipment could not be located by the hospital for further investigation. The last available download data was from (B)(6) 2014 at 01:46:07pm. During this time, a treatable vt rhythm was detected by the device at 1:06:55am, however, no treatment was required as the device detected a non-treatble rhythm after approximately 15 seconds at 1:07:10am. It is unknown whether a treatment event occurred after the last available downloaded data (01:46:07pm). There are also no available ECG strips after this time.